Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported that the alarms was resolved by a complete set change. The customer was advised to call when alarm occurs in order to troubleshoot. The customer was advised to call back to do high pressure test.